Event description:
Pt was the recipient of an osv ii in 2004 a revision was required osv ii removed and replaced with another valve. The senior product manager for csf products spoke to the neurosurgeon, dr. Reports that she had implanted the osv ii into a pt who had developed hydrocephalus approximately a month prior to the pt presenting with irritability and enlarged ventricles. Upon surgical inspection, dr. Determined the ventricular and peritoneal catheters were operating satisfactorily. She observed csf leaking out around the valve and made a determination that the valve must have become obstructed. She replaced the osv ii with a delta valve.